Event description:
The patient later had lead revision surgery. The original implanting surgeon was informed of his mistake. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient experienced pain possibly due to the lead not being well attached to the vagus nerve.the device was disabled and the pain stopped, xray imaging was conducted. Therapy was resumed at higher output and the patient was admitted to the emergency room complaining of a vibration in the left arm which later was noted to be rigid. It is proposed that the problem may be related to the position in which the electrode was implanted. The device was disabled and the muscle spasms in the left arm stopped. The patient is being scheduled for revision surgery. The cause of the muscle spasms is was assessed due to vns stimulation probably because the lead was not well attached to the nerve. Due to the relationship of the reported events, the reported pain is concluded similarly. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.